Event description:
It was reported that the patient expired. Patient required intubation and became resistant to any attempted advanced cardiac life support measures. Comfort measures were implemented and the patient passed away in the hospital. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead with the pin measuring 4.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
New information states that the cause of death was due to non-sudden ventricular tachycardia. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.